Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a pump replaced due to a button error. Customer also reported having a compromised force sensor system alarm. Customer stated that the drive support cap appears normal. Customer mentioned that the pump got wet because he was at a theme park. Customer stated that it was not submerged in water. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.